Event description:
The machine came apart at the #3 setting with the pt's arm attached. The settings were as follows: #1 was at 60 #2 was at 44 #3 was at 15 #4 was at 70. The pt's arm fell to their side and pt held it there for approx. 2 seconds. Pt's spouse quickly supported their arm and detached it from the machine. They paged co and stated that they put the machine back together and were willing to continue using the defective unit. Co requested that they not use the machine again. Co drove to their house the following morning and replaced the machine with a different unit. Co set up the new machine and went through a full exercise session. The pt tolerated the session very well.